Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported their freestyle libre 3+ sensor had been intermittently losing readings throughout the morning. After eating an apple without announcing it, the ilet could not dose appropriately, leading to elevated blood glucose (bg). The highest bg reported was 380 mg/dl. The agent advised that if the issue persisted, a sensor replacement might be needed. Shortly after, the user confirmed readings had returned and agreed to continue monitoring. Later, the user also reported a sensor error alert within the first 12 hours of use. The agent explained what to expect with this type of error and advised contacting abbott if it persisted. The user understood. The patient experienced headache and sleepiness during the event. No medical intervention required at the time of call.